Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. The customer stated he woke up this morning and realized that his pump was not on when he took his blood glucose and the pump did not record it when he was about to bolus. The customer stated he has received multiple battery out limit alarms when batteries are out of the pump for less than one minute. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to backup plan and treat per healthcare professional's instructions. The insulin pump will be returned for analysis.